Event description:
It was reported that the pt's catheter was originally clogged in "(B)(6) 2009" (the manufacturer's device registration system indicates the pt wasn't implanted until (B)(6) 2009 - clarification is being sought) and it was revised and placed at "t3". The pt went from a paraplegic to a quadraplegic after the revision. The physician no longer allowed the pt to have boluses. In (B)(6) 2010 it was determined via dye study that the pt's catheter had moved up from "t1 to c3". The pt was in constant pain; a 7-8 out of 10. Additional info has been requested a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).